Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00944 & 1226348-2019-00945.

Event description:
As reported by an affiliate, during a thrombus removal of the brain infarction, a 150x/5cm prowler select microcatheter (606s255x, 30036045) was delivered to the middle cerebral artery, m1 and a 4mmx23mm enterprise2 (enc402300 and 606-s255x) was inserted into the microcatheter (mc). However, there was a heavy resistance felt between the mc and the stent delivery system at the proximal. The enterprise 2 ¿got stuck¿ in the prowler select and the delivery wire was removed. After that, the complaint products were replaced with other products (enc402300 and 606-s255x) and the stent was implanted. The procedure was completed and there was no report of patient injury. No excessive force had been applied to the device. No damage was confirmed prior to use. The devices were used and prepped as per the instructions for use. No further information was provided by hospital.

Manufacturer narrative:
Product complaint #(B)(4). Complaint conclusion as reported by an affiliate, during a thrombus removal of the brain infarction, a 150x/5cm prowler select microcatheter (606s255x, 30036045) was delivered to the middle cerebral artery, m1 and a 4mmx23mm enterprise2 (enc402300 and 606-s255x) was inserted into the microcatheter (mc). However, there was a heavy resistance felt between the mc and the stent delivery system at the proximal. The enterprise2 ¿got stuck¿ in the prowler select and the delivery wire was removed. After that, the complaint products were replaced with other products (enc402300 and 606-s255x) and the stent was implanted. The procedure was completed and there was no report of patient injury. No excessive force had been applied to the device. No damage was confirmed prior to use. The devices were used and prepped as per the instructions for use. No further information was provided by hospital. A non-sterile prowler select plus 150/5cm (pi-15613872777705373) was received inside of a pouch. The prowler select plus 150/5cm (pi-15613872777705373) was inspected the results are shown below. The hub was inspected, and it was found occluded, also the hub was observed under the x-ray machine and it was found obstructed by the stent of enterprise2 4mmx23mm no tip. The body was inspected and its was found in good normal conditions. The distal tip was inspected, and it was found in good normal conditions. The ID and the od from the micro-catheter were measured and were found without specification, due to the hub could not be measured. Hub ID could not be measure due the hub was found occluded with the stent received. The functional test could not be evaluated because the prowler select plus 150/5cm was found occluded by the stent of the f enterprise2 4mmx23mm no tip. A manufacturing record evaluation was performed for the finished device 30036045 number, and no non-conformances related to the reported complaint condition were identified. The failure reported by the customer as ¿catheter (body/shaft) obstructed with mc loss of cerebral target position¿ was confirmed, during the inspection it was found the hub of prowler select plus 150/5cm obstructed by the stent of enterprise2 4mmx23mm no tip. The obstructed condition noted on the device may have contributed to the failure and could be related with an advance of the stent exceeding the recapturability limit, which may cause premature deployment of the stent inside the prowler select plus 150/5cm. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the mre review suggests that the failure could be related to the enterprise manufacturing process. Based on the minimal information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation. The instructions for use warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.